Event description:
A malfunction was reported on the customer's pump after it got wet. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that a replacement pump with updated software would be sent to them, and training would be available through their tandem source account. Instructions for putting the pump into storage mode and returning the problematic pump were provided, and the customer acknowledged understanding. No backup therapy was available, and the customer was advised to reach out to their healthcare provider.